Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the spring wire guide kinked before patient use.

Event description:
The customer reports that the spring wire guide kinked before patient use.

Manufacturer narrative:
Qn#(B)(4). The customer returned one guide wire assembly and lidstock for evaluation. The guide wire assembly contained obvious signs of use in the form of biological material, which contradicts the customer reported time of discovery. Visual examination revealed the distal j-tip was slightly bent/deformed. The tip also contained offset coils. The returned guide wire contained one kink 5 mm from the distal tip. The total length of the guide wire measured to be 601 mm which is within specifications of 596-604 mm per product drawing. The outer diameter of the returned guide wire measured to be 0.801 mm which is within specifications of 0.788-0.829 mm per product drawing. The returned guide wire was able to pass through a lab inventory needle and catheter with minimal resistance. A manual tug test confirmed both welds were fully intact. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." The customer report of a damaged guide wire was confirmed by complaint investigation of the returned sample. The guide wire contained a damaged j-tip containing offset coils. The sample passed all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings. The customer reported the defect was found prior to use; however, the returned guide wire contained obvious signs of use. Therefore, the root cause of this issue could not be determined. Teleflex will continue to monitor and trend for complaints of this nature.